Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Per tbm charles summers, dealer has stated that the attaching hardware for the footbrake is continuously coming loose. No other information available.